Event description:
Procedure: nephrectomy. According to the reporter: during the procedure, cutting could not be done properly. Another device was used to complete the case.

Manufacturer narrative:
(B)(4).